Manufacturer narrative:
Corrected: b1 - uncheck product problem. Corrected: b5. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Investigation was unable to identify which lead attributed to the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3189, UDI: (B)(4), serial: (B)(6), batch: a000162664.

Event description:
It was reported patient's lead had high impedances on one of the leads. Patient underwent surgical intervention surgical intervention wherein the lead and the ipg were explanted and replaced to address the issue. Therapy was restored post-op.